Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance was observed. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored via remote transmission.